Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported event. However, the lamp was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 21, 2009. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp module went down during setup for a procedure. A secondary auxiliary light source was used to proceed with surgery.